Event description:
During angioplasty of the sfa, 4evercross balloons were used. The first 3 balloons burst longitudinally on a calcified lesion and were removed without difficulty. The fourth balloon burst and as the balloon was being removed, the physician felt slight resistance as it was coming back through the sheath. As the physician continued to remove the balloon, he noticed the distal balloon marker, but no proximal balloon marker was seen. The physician pulled the catheter out and found that the catheter tip and part of the balloon was missing. The physician was unable to remove the balloon piece with the sheath, so the groin was pressed to control hemorrhage and the pt was sent to surgery to remove the foreign body. The surgeons managed to remove the compacted balloon through the puncture site and the vessel was closed with compression. The proximal balloon marker was found on a swab outside the pt. Post surgery angiography showed no residual fragments or embolus present. The pt suffered no injury to date.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.